Event description:
It is reported that the patient's x-rays show radiolucency in zone 7. The patient is also experiencing increased pain.

Manufacturer narrative:
Evaluation summary: primary surgical notes stated that the hip was stable and the leg lengths were equal. No complications were noted. Cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.